Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the left ventricle lead was performed and could not confirm or locate the puncture hole in the insulation. This type of damage can be hard to locate when the silicone insulation has the tendency to re-seal itself after the puncture. Patient code 3191 was used due to prolonged procedure.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a guidewire pierced through the insulation of the lead. The lead was removed and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a guidewire pierced through the insulation of the lead. The lead was removed and replaced without incident. No adverse patient effects were reported.